Event description:
It was reported that migration of the cervical lead occurred and another lead was added. The issue, specifically, was the pt required a wider coverage area and 'was not feeling coverage in right areas.' A revision of the lead and extension occurred. No injury was reported.

Manufacturer narrative:
Analysis of extension model 37083, (B)(4) showed all conductor wires were broken 9.4 cm from proximal end. Analysis of lead model 3487a, (B)(4) showed the lead was functionally okay and no anomaly was found.